Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 185 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance out of range were likely caused by the confirmed fracture. Updated section f. For use by uf/importer to add code 9289: unreprieved device fragment. Additional information was received. A fracture was suspected as a cause of the high out of range pacing impedances.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. This ra lead was subsequently replaced, however fragments of the lead remain in the subclavian vein. No intervention was required as a result of the unreprieved fragments. No additional adverse patient effects were reported. Additional information was received. A fracture was suspected as a cause of the high out of range pacing impedances. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 185 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. This ra lead was subsequently replaced, however fragments of the lead remain in the subclavian vein. No intervention was required as a result of the unretrieved fragments. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated section f. For use by uf/importer to add code 9289: unretrieved device fragment. Additional information was recieved. A fracture was suspected as a cause of the high out of range pacing impedances.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. This ra lead was subsequently replaced, however fragments of the lead remain in the subclavian vein. No intervention was required as a result of the unretrieved fragments. No additional adverse patient effects were reported. Additional information was received. A fracture was suspected as a cause of the high out of range pacing impedances.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. This ra lead was subsequently replaced, however fragments of the lead remain in the subclavian vein. No intervention was required as a result of the unretrieved fragments. No additional adverse patient effects were reported. Additional information was received. A fracture was suspected as a cause of the high out of range pacing impedances.

Manufacturer narrative:
Additional information was received. A fracture was suspected as a cause of the high out of range pacing impedances.